Manufacturer narrative:
Service history was reviewed for the system. There were no service records (relevant to the reported event) found. However, the system was last serviced prior to the reported event per service record (sr). The system was found to meet all cosmetic and performance standards. Therefore, based on the information obtained, the root cause of the reported event remains inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no similar complaints reported for the ¿product serial¿ under investigation, with the same event code. There were several potential contributing factors to the reported event. By proactively implementing preventive strategies to optimize surgical outcomes, surgeons will prioritize patient safety during procedures. However, based on the information obtained, the root cause of the reported event remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during vitreoretinal surgery, the ophthalmic console cutter stopped cutting and the foot pedal also stopped responding. The staff attempted to hard-wire the foot pedal and then replaced it with a foot pedal from another machine, but it still did not respond. The surgeon had to finish the procedure manually by injecting balanced salt solution (bss) to maintain pressure. The patient subsequently presented with a detached retina, requiring reoperation. The current patient status was unknown. This report pertains to ophthalmic footswitch involved for this reported event.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.